Event description:
It was reported that a user received a freestyle libre 3 sensor from the pharmacy and inquired about compatibility with the ilet system and was informed that only the libre 3 plus sensor is compatible. No alerts or alarms were present and no adverse clinical symptoms were reported. Outcomes included user education on compatible sensors with no health impact. User support included review and user education. Investigation of this case revealed use of an incompatible continuous glucose monitoring sensor with the ilet system, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incompatible sensor selection.